Event description:
It was reported that when using the bd pyxis¿ medstation¿ es more than half of the drawer 2.1 had cubies that had popped out due to read, write, or invalid cubie memory. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had popped out due to read, write, or invalid cubie memory. A field service engineer reseated and secured all cables in the back of drawer to resolve the issue.fse successfully tested in hardware test application and customer was able to recover. The system functioned as intended after the field service engineer repaired the device.